Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. During device change out procedure on (B)(6) 2012 it was noted that the lead has externalized cables. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).